Manufacturer narrative:
(B)(4). No term available for device operated within specification.

Event description:
Dexcom was made aware on 07/24/2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A root cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The root cause could not be determined.